Event description:
Staff attempted to remove zoll one step aa pads from the package and when they removed the pads, the bottom of the pad stuck to the packaging causing damage to the pad. The pad tore. This error has occurred with multiple pads of the same lot number. Error has not occurred in pads with different lot number. Manufacturer response for zoll one step aa pads, zoll (per site reporter): (B)(4) of service, quality and regulatory affairs from zoll reached out to me and asked about the incident. He also asked if the pads could be returned to zoll so they could conduct a full investigation with regards to how this situation occurred.